Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 300 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) was leaking from the middle of the bag. The reporter stated that the leak came from a very small pin-sized hole. The leak was discovered while compounding intralipid and tpn prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device manufactured between july 20, 2018 to july 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.